Manufacturer narrative:
This lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had previously underwent a routine device revision procedure. At that time there were no out of range measurements. It was noted during a recent routine follow up appointment, that this right atrial (ra) lead exhibited high, out of range pacing impedance measurements (greater than 3,000 ohms) and noise. The physician believes the ra lead may have been damaged during that revision procedure. Subsequently, this ra lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported.